Manufacturer narrative:
As of today, the above referenced device has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The device was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the device and was unable to replicate the reported allegation, therefore, the complaint was not confirmed. The unit was verified and tested, and it work as intended. Device was installed on 7/2/2020 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on analysis result, a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that the device's beam is off alignment. There was no patient involvement.

Event description:
It was reported that the device's beam is off alignment. There was no patient involvement.